Event description:
It was reported by service report that the functions did not work from the footboard nor the side rails. The customer could not determine if there was pt involvement or if there were adverse consequences to report.